Manufacturer narrative:
A site representative reported that the imaging system's battery charger was delivering too high of a voltage. No patient was present during the time of the reported incident. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty inverter battery charger 1. The charger was replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system's battery charger was delivering too high of a voltage. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for evaluation. Testing found that the battery charger passed functional testing though there was a leaking capacitor found on the unit during visual inspection.